Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visual inspection found a kink on the cannula. The root cause of low flow was due to kinked cannula. The cause of kinked cannula was likely due to the pump deep in the ventricle. Patient had a small lv.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the 78-year-old male patient decompensated and the impella cp was implanted. The staff noted that the impella showed ¿purge system kinked¿ twice during setup. After insertion, pump ran at 3.9l/min for the first minute of support. After 1-2 minutes, pump showed ¿impella in ventricle¿ and ¿suction¿ alarms and flows dropped to ~1 l/min. The doctor attempted to reposition, but suction persisted even at p-2. The staff noted that no thrombus had been visible on bedside echo prior to insertion. Doctor decided to explant impella and implant intra-aortic balloon pump (intra-aortic balloon pump (iabp) for support.